Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/15/2025, a sales representative reported via (B)(4) that an ar-3200-0025 arthrex synergy ID ccu would not detect the laser light source during a case. Tech support will troubleshoot to resolve the issue. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation: no physical problems were apparent during the visual evaluation. Functional evaluation: ccu (B)(6) was subjected to functional testing per wi-000121574, fcl-ccu-ar-3200-0025 synergyid (4mos) final checklist using a known good test camera head and a known good test tablet. No functional issues were observed. A test case was created, and no functional issues observed. The device was power cycled several times and reevaluated, and no functional issues were observed. The ccu/laser light source was tested using a laser simulator. The ccu successfully detected the presence of the simulator. The device was tested while using freeze spray to lower the temperature of the motherboard at the u51 component and no functional issues were observed. The device was tested again while using a heat gun to raise the temperature of the motherboard at the u51 component and no functional issues were observed. The device successfully captured 2 images and 1 video, all of which were successfully transferred to a usb drive. The evaluation did not identify any issues relevant to the reported event. The customer's allegation of " synergy ID ccu would not detect the laser light source during a case, " is therefore not confirmed.